Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump does not turn on. The customer's blood glucose reading was unknown at the time of incident, although they said that it was high. Troubleshooting found that the customer fell on top of the pump and did not have the pump with them to troubleshoot. No further details given.